Event description:
It was reported to medtronic minimed that the customer experienced a failed blood glucose (bg) check and a " changing sensor" alert. The event involved product(s) mmt-1884,mmt-342,unomedical,78893-01. The customer had a low blood glucose (bg) reading of 32 mg/dl. The sensor was not working, and system glucose (sg) readings did not resume after the alert. The customer received assistance and was treated with juice and a kind bar. The customer has type 1 diabetes and is taking hydrocortisone, with no other prescription medications reported. No medical events such as loss of consciousness or seizures were associated with the sensor issue. The customer was warm transferred to abbott for sensor support and advised to call back as needed. The customer declined further troubleshooting. No further patient complications were reported and no product replacement or return is required for mmt-1884,mmt-342,unomedical,78893-01.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.